Event description:
Revision surgery - tka performed on the left with cr in (B)(6) 2005, revised on (B)(6) 2006 with ps due to sinking. During the revision to replace the insert on (B)(6) 2011, it was confirmed the insert was damaged.